Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported insulin leaking past the reservoir o-rings. Found that the customer was squeezing the barrel of the reservoir during filling, which may have contributed to the leak. Nothing further was reported.